Event description:
Patient was implanted with the vocare sars system in australia. The pt cannot use the device because the system stopped functioning. The exact cause of the malfunction cannot be determined without surgery. There is no plan at the present for replacement. No report of any patient injury associated to the device. B2: patient is unable to use device as intended.